Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia"), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure was removed with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2019, the pelvic pain, asthenia, metrorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for asthenia, dyspareunia, metrorrhagia and pelvic pain with essure. The reporter commented: the essure lot number was unknown, but the essure sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2019: pharmacist answered to follow up request: essure lot number was unknown. The events started in beginning of 2013 and resolved in (B)(6) 2019: the patient was well, she did not feel anything anymore. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia"), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure was removed with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2019, the pelvic pain, asthenia, metrorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for asthenia, dyspareunia, metrorrhagia and pelvic pain with essure. The reporter commented: the essure lot number was unknown, but the essure sample was available. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia"), metrorrhagia ("metrorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure was removed with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, asthenia, metrorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for asthenia, dyspareunia, metrorrhagia and pelvic pain with essure. The reporter commented: the sample has is available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.